Manufacturer narrative:
Post market vigilance (pmv) led an evaluation four sealed devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection and functional evaluation of the product had acceptable results. The returned product as received by medtronic was found to meet medtronic quality release specifications. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: 2 weeks after a total laparoscopic hysterectomy and involving the vaginal cuff the patient presented with vaginal bleeding. Upon examination the vaginal cuff mucosa appeared inflamed and agitated. The vagina was packed to suppress bleeding and the patient was returned to the or to repair the vaginal cuff closure. The patient is currently recovering.